Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a surgery on the same day that two signal artifact monitoring (sam) episodes occurred. A boston scientific technical services consultant stated the episodes do not appear to be due to external noise, such as cautery. Noise was noted on the right ventricular (rv) and atrial channels and pacing impedance measurements less than 200 ohms were noted on the atrial channel. The consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.